Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that an error message displayed during aspiration. A spiroflex vg angiojet thrombectomy set was selected for a thrombectomy procedure in the right lung vein. During the procedure, the device completely stopped working. An error message that the catheter needed to be flushed in saline for 10 seconds displayed. But this was already done before. After testing the catheter, it was noted there was a small puncture/hole in the pump. An attempt to seal the hole with a sticker was made; however this did not work. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. Device evaluated by MFR: returned product consisted of a spiroflex thrombectomy system. The pump, effluent/supply line, shaft, tip, piston, and spike line were visually inspected. There was a plastic wrap around the boot, when received. The plastic wrap was able to be removed with no issues or resistance. The boot was inspected and no damage was found. Blood was present outside, inside and 100ml of blood in the attached waste bag, when received. Numerous kinks were present throughout the shaft of the device. Functional testing was performed by placing the device in the angiojet ultra console. Functional testing showed a leak at the male connector with female luer during the prime cycle and the device would not prime and the check saline supply error was displayed. Inspection of the remainder of the device presented no other damage or irregularities.